Event description:
It was reported that catheter entrapment occurred. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced over a non bsc guide wire however the balloon accordion on the wire and the device would not come off the wire. The balloon catheter and the guide wire were pulled back together through an unspecified sheath and both devices were completely removed from the patient with the guide wire stuck inside the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and there was no injury to the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a guidewire in the lumen. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The guidewire was protruding 158.5cm from the hub of the device; as received. The outer diameter (od) of the guidewire was measured. An attempt was made to remove the guidewire from the coyote device; however, the guidewire could not be removed. Inspection of the remainder of the device, apart from the observed damage, there was no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. Additionally, damage was found to the inner shaft. Microscopic examination revealed that the balloon was bunched in multiple locations. Microscopic examination revealed that the inner shaft in the balloon was buckled. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities in the bonds. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced over a non bsc guide wire; however, the balloon accordion on the wire and the device would not come off the wire. The balloon catheter and the guide wire were pulled back together through an unspecified sheath and both devices were completely removed from the patient with the guide wire stuck inside the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and there was no injury to the patient.